Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. The download data indicates that the pod delivered 55 pulses and completed both first and second prime before being deactivated. The inspection of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Investigation found no damages or defects that would result in the reported needle deploying early. Although no problems were found, it could not be determined when the device deployed.